Event description:
Per the clinic, it was reported that the patient developed skin necrosis of the flap tissue above the implant following a trauma to the implant site. Revision surgery is planned; however, postponed until further notice.